Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from an x-ray tech regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. The caller indicated that there was an issue with the site's navigation and c-arm connecting. The site rebooted the navigation system multiple times as well as tried another ethernet cable. The rep was able to determine that the bulkhead was damaged and after bypassing the bulkhead the issue was resolved. The issue caused a less than one hour delay in procedure and there was no change in patient outcome.

Manufacturer narrative:
While conducting the system checkout, the bulkhead connector for the navigation system was replaced. The bulkhead connector for the navigation system was returned to the manufacturer for evaluation. Testing found that the connector was bent and there were broken leads inside the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Continuation of concomitant product: pn: 9680152 ln: unk. If information is provided in the future, a supplemental report will be issued.